Manufacturer narrative:
Specific patient information with regard to gender, age and weight was not provided. The doctor removed the sonicfill restoration and repeated the procedure using a different product. To date, the patient is doing fine. The product involved in the alleged incident was not returned and no lot number was provided; therefore, no evaluation can be conducted.

Event description:
A doctor alleged that approximately ten (10) patients had experienced the replacement of a sonicfill restoration due to microleakage. This is the ninth of ten (10) reports.